Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the product was not returned. The absence of the device for physical examination has limited the investigation into the reported issue. The complaint investigation process has confirmed that the failure has been previously investigated through the product technical investigation (pti) process. Historical data analysis concluded that the failure mode was within expected parameters. A risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. A review of risk documentation indicated that the reported failure was documented appropriately. Reasonably known information suggests probable causes such as electrical problems like: electrical/electronic component problem; impedance; open circuit; power source problem; short circuit; signal loss, loss of power; power fluctuations. Material problems like degradation. Mechanical problems like: stress; deformation; fatigue; mechanical shock; wear and tear; vibration. Environmental problems like dust and dirt. These causes can occur between components such as circuit board; electrical cable; socket; connector pin; connector/coupler; electrical lead/wire; power supply; screw; lever; locking mechanism; light source; lenses; optical; diaphragm; motor(s); discrete electrical component; cooling module; user interface; display; panel; and power switch without any design or manufacturing issue. That could lead to image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video processor experienced a black screen issue during a set up procedure. There were no reports of patient involvement.